Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a worldwide complaint search was performed for complaints received since 01 jan 2015. No additional previous reports against the provided product code/lot code combination were found. The device was implanted approximately 12 years prior a need for revision surgery. It is not suspected any error in device manufacture was the root cause for the problems reported. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl, left hip, reason for revision: pain, walking difficulty with limp, osteolysis with bone destruction, and swelling. Doi: (B)(6) 2009; dor: (B)(6) 2021; left hip.